Event description:
An attempt was made to use one euphora rx balloon catheter to treat a moderately calcified lesion located in the mid left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon deflation difficulties were encountered, and the device would not deflate at the lesion site. It was stated that the balloon slowly backed out away from lesion and into the guide catheter. The balloon was able to be deflated once entered into the guide catheter. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b. Adverse event or product problem ticked. 2. Outcome attributed to adverse event - intervention ticked. H1. 1. Type of reportable event - serious injury ticked. 2. ¿6. Patient codes (ime/annex e) added. The patient is alive with no further injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was mildy tortuous and had severe mid-lad stenosis (80%). It was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. A concentration of 180 ml of omnipaque-350 was used. It was reported that balloon deflation difficulties were encountered, and the device would not deflate at the lesion site after the first inflation. The euphora balloon was being used to pre-dilate the lesion. One inflation was performed prior to the deflation difficulties. A pressure of 12 atm was applied for 21 seconds. It was detailed that the balloon was slow to inflate but no apparent kink in the guidewire or balloon. The device was not moved or repositioned during initial inflation. It was stated that the balloon slowly backed out away from lesion and into the guide catheter. It was later reported that the balloon was unable to be deflated. The inflated balloon was pulled back into the guide catheter, and once at the aortic root, the balloon was inflated to 12 atm pressure where the balloon was deliberately burst in order to be removed and the balloon was removed from the patient. There was no injury to the patient. A. Patient information: patient's details added. Product analysis summary: the proximal balloon bond/inflation lumen was necked. There was a longitudinal burst evident on the balloon working length. Blood was visible in the balloon. It was not possible to perform negative prep or deflation testing due to the necked proximal balloon bond and burst balloon. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.